Event description:
Patient sustained initial injury to right foot during september 1991. An arthrodesis of the right first metatarsal with screw fixation and bone grafting was performed march 1992. Two screws, one of which was broken, were removed 11/16/93. (The distal portion of one screw remains implanted.)